Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was unable to obtain a safe angle to use the stapler instrument when performed a left lower lobectomy. The surgeon elected to convert the procedure to thoracoscopy surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure had progressed about 60 percent, and the surgeon decided to convert the procedure thoracoscopy due to patient anatomy. The surgeon attempted to approach the target tissue through the ventral port, but the angle of the vessel did not match to planned dissection direction. Furthermore, the surgeon wanted to avoid the aorta at the tip of the stapler instrument. There was no intra and post-operative complication. The patient tolerated the conversion well. There was no system or instrument malfunction. There was no issue during the system set up. The conversion resulted in port size incision enlargement.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the procedure conversion to thoracoscopy. As such, no product is expected to be returned for investigation related to this event. This complaint is reportable adverse event due to the following conclusion: the procedure was converted to thoracoscopy due to patient anatomy. The conversion resulted in port size incision enlargement. The patient tolerated the conversion well. While there was no harm or injury to the patient, the conversion could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.